Event description:
It was reported that during a therapeutic prostate procedure this capio successfully placed the first suture. Then the second suture could not be placed because the needle carrier had broken off when it was being loaded. The procedure was completed successfully with no pt complications.